Event description:
A patient reported while using their retainers that the top left of their center tooth has started to turn in. Then the right third tooth is pulled in and pushed outward at the root. Very painful.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.